Manufacturer narrative:
(B)(4). The event is confirmed with x-rays received. The x-ray review confirms implant disassembly with acetabular cup dislocated superior to the hip. The femoral head is located within the native acetabulum. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04101. 0001822565-2019-04770.

Event description:
It was reported that the patient underwent a revision procedure due to disassociation of the head and liner and dislocation of the acetabular cup. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04101.

Event description:
It was reported a patient has been indicated for a revision procedure due to dislocation. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.